Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the clip applier had misfired. Several clips had fired prior to the misfire. The surgeon had been able to squeeze the handle when the misfire occurred. None of the clips had appeared to be malformed. A new clip applier was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a fully formed clip was lodged between the pusher and the tissue stop. The instrument was partially applied with thirteen clips remaining. The clip counter was no longer active. Functionally, the jammed clip prevents the pusher from advancing the next clip. The formed clip was removed when the handle was cycled. The instrument was then applied to appropriate test media and cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that the clips were not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the instrument is fired with the distal end elevated. In this situation, the formed clip has the remote potential to fall back into the shaft. Therefore, this incident most likely occurred during test fire prior to clinical use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all med tronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.